Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the motor error alarm. The customer¿s blood glucose level was 200 mg/dl. The customer stated that drive support cap was normal. The customer stated that they received the more than one motor error alarm in the history. The customer stated that they were able to complete the rewind. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.